Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with low back pain. The investigator noted the event as moderate in intensity. Pt was given muscle relaxants, anti-inflammatories and stretching regime. The outcome of the event resolved was the pt was lost to f/u. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect.